Event description:
It was reported that the device had an eri (elective replacement indicator) message, which appeared yesterday. The battery depletion was normal. The patient was scheduled to have the device replaced on (B)(6) 2012. Subsequent information received reported that after transcutaneous pacing (tcp) the patient's device was "fried." The manufacturer representative was able to interrogate the device without issue. It was noted that the device was at eri and was being replacing today (B)(6). It was noted that impedances were reading greater than 10000 ohms on 7 and 8-15 in combination with 0, and no other impedances could be retrieved. It was determined that the patient had a 1x8 and a 1x4 lead, but the device was programmed to a 2x8 lead configuration, thus expect 12-15 to be greater than 10000 ohms as there are not any corresponding electrodes to complete the circuit. Further information received reported the device replaced due to age of service, and poor scs after tcp in ER. The reason for removal was reported as not normal battery depletion and therapy related due to shocking, the tcp in 2012, and impedances normal. There was no patient death or injury, and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 7489, serial# (B)(4), implanted: (B)(6) 2007, product type extension product ID 7427v, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator product ID 74001, lot# n206839, implanted: (B)(6) 2011, product type adapter product ID 3888-56, lot# v009997, implanted: (B)(6) 2006, product type lead product ID 3888, lot# v009655, implanted: (B)(6) 2006, product type lead product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-09, lot# n0025650, implanted: (B)(6) 2006, product type accessory product ID 3550-09, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the device, serial #(B)(4), found it went through normal end of life and telemetry and output were okay. No significant anomalies were found. Analysis of the plug, product #3550-09, found no anomaly.